Event description:
The 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) verified the error code in memory, but could not duplicate the reported event. The unit passed extended self testing.